Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks. Upon interrogation, it was noted that the shocks resulted from double counting (sensing p waves in addition to r waves) on the right ventricular lead. A chest x-ray revealed the lead was dislodged. During lead revision, the helix could not be retracted in order to reposition the lead because of tissue being lodged at the tip; the lead was explanted and replaced. Patient sustained no adverse effects from the procedure and was discharged.